Event description:
It was reported that the user experienced hyperglycemia after a meal, with a reported blood glucose of 304 mg/dl and a current value of 314 mg/dl while using an ilet system with contact detach infusion set (23", 6 mm); the agent advised replacing all supplies, which the user completed without issue, and planned a follow-up call in two hours. Symptoms included no reported clinical symptoms. Outcomes included no reported medical intervention, hospitalization, or alerts. Investigation included remote troubleshooting and user education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with unclear cause of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.